Event description:
It was reported that an overdose occurred following a new pump implant and catheter revision. The health care provider (hcp) aspirated 0.2 milliliters (ml) from the catheter and then performed a dye study. After the hcp injected the dye, the patient's respiratory rate decreased and the patient was administered narcan. This device system delivered morphine. It was later reported that the patient was doing "fine" and noted to receive therapeutic effect from the pump following the three week follow-up.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 85 96sc, serial# unknown, implanted: (B)(6) 2013, product type: catheter. (B)(4).